Event description:
The manufacturer received information alleging that the ventilator was not giving consistent pressure. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that the ventilator was not giving consistent pressure. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customers complaint could not be duplicated. The device was found to operate and alarm as designed.